Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary ==> it was reported: needle pull off. An empty labeled winding former, a needle and a dispensed suture of product code 8833, lot meh702 were returned for analysis. During the visual inspection of the needle, the swage and attachment area were noted to not be as expected, since marks on the edge of the needle were noted that appear to be by the use of a surgical instrument. The dispensed suture was examined along of the strand and the end of the suture is severely damaged and cut which appears to be by the use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the needle pull off, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle separated from the suture. The needle was retrieved from the patient during the procedure. Another like device was used to complete the procedure. There were no patient consequences reported.